Manufacturer narrative:
D4: lot #: corrected to 22c0045. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed (2bars), and a leak was observed due to a hole at the level of the dialysate pump segment. Upon microscopic inspection, the support plate was observed to be deformed and there is a hole in the dialysate pump segment. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock damaging both the support plate and the pump segment. A review of the batch manufacturing record review and complaint databases could not be performed since the involved lot number was not known. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.